Event description:
Attorney reported: on (B) (6) 2005 - patient's medical care involved the surgical use and placement of a composix kugel hernia patch. It is alleged that davol other parties combined and concurred, and as a proximate consequence thereof, caused the death of the patient on (B) (6) 2008.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has been conducted. All paperwork appeared complete and accurate. No manufacturing issue was identified during DHR review.